Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer was not okay to troubleshoot for high blood glucose level. Customer was advised that symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer was using auto mode at the time of incident and it was active. The insulin pump will not be returned for the analysis.